Event description:
Four patients reportedly diagnosed with bacteremias, allegedly related to normal saline and/or heparin i.v. Flush syringes. The causative organism was reported to be e. Agglomerans. The common element for all these patients was catheter being flushed with saline or heparin flushes in their home setting. All information was obtained from the state department of health who refused to provide specific information about patients or hospitals involved. Specific lot numbers of flushes were identified but are not sure which patient received which lot numbers. Lot # associated with these patients were - heparin I. V. Flush syringe, 100 units/ml - 3 ml fill in 12 ml syringe - h105114, h105242, h105275, h105307, heparin I. V. Flush syringe, 100 units/ml, 5 ml fill in 12 ml syringe - h105265, normal saline I. V. Flush syringes, 3 ml fill in 12 ml syringe - s05219, saline i.v. Flush syringe, 5 ml fill in 12 ml syringe - s05219.

Manufacturer narrative:
Conducting investigation including sterility testing as per current usp chapter <71> sterility tests, environmental testing of the facility and filling equipment.